Manufacturer narrative:
(B)(4): the customer reported an inability to acquire an ECG waveform. There is no reported patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an inability to acquire an ECG waveform. There is no reported patient involvement.